Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device reboot/reset itself. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.